Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: miyoshi n, fujino s, nishimura j, suzuki y, ueda m, uemura m, fujii m, murata k, doki y, eguchi h; clinical study group of osaka university, colorectal cancer treatment group (csgocg); and. Effectiveness of triclosan-coated sutures compared with uncoated sutures in preventing surgical site infection after abdominal wall closure in open/laparoscopic colorectal surgery. J am coll surg. 2022 jun 1;234(6):1147-1159. Https://doi.org/10.1097/xcs.0000000000000167. Epub 2022 apr 8.

Event description:
Title: effectiveness of triclosan-coated sutures compared with uncoated sutures in preventing surgical site infection after abdominal wall closure in open/ laparoscopic colorectal surgery. The aim of the study was to show reliable data on the effectiveness of triclosan-coated sutures for abdominal fascia closure in relation to surgical site infections (ssis), compared with that of uncoated sutures. Between july 2016 and july 2019 after propensity score matching, a total of 1,579 patients (864 male and 715 female) with a mean age of 68.26 years were included in the study. These patients underwent elective surgery for colorectal cancer (crc), and were divided into 2 groups; the triclosan-coated sutures group using a pds plus;ethicon and/or a vicryl plus suture;ethicon (n=926); and the uncoated sutures group using a vicryl suture;ethicon (n=653). Reported complications include: surgical site infections for the coated group (n=39), and surgical site infections for the uncoated group (n=44). Conclusion: our prospective study, which focused on crc surgeries, showed the significant effect of triclosan-coated sutures in preventing ssi. Our results are similar to those of previously published rcts.